Event description:
It was reported that during a da vinci-assisted inguinal hernia procedure, the surgeon punctured the bladder. The bladder was repaired without further injury to the patient. On 09-aug-2022 intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the da vinci system, instruments, and accessories were inspected prior to use and no issues were identified. The procedure was completed robotically and no photo or video is available. It is unknown how the bladder was repaired, and no patient information can be provided.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow up MDR will be submitted if additional information is received. A review of the system logs for the event date of (B)(6) 2022 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. There was no image or video clip submitted for review. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted inguinal hernia procedure, the surgeon punctured the bladder. The bladder was repaired without further injury to the patient. The cause of the bladder injury is unknown.